Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was not able to pair their devices with the minimed mobile application. The troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. It is unknown if the customer had continued to use the device. The insulin pump will not be returned for the product analysis.

Manufacturer narrative:
Two attempts were made to reproduce the reported event using different setups. The first attempt utilized the minimed mobile app (software version 1.3.2) installed on a huawei mate 20 pro (android 10, emui 11) with a 780g mmt-1885 pump (software ver. 6.7v.3). However, this attempt was unsuccessful in reproducing the event. The second attempt involved the use of the minimed mobile app (software version 1.2.1) installed on a huawei p30 (android 10, emui 12) with the same 780g mmt-1885 pump (software ver. 6.7v.3). This attempt was successful in reproducing the event with a 100% reproducibility rate. After conducting a thorough investigation, we have found that the app performed according to the specified ble connect mobile application and pump spid (10957140doc). However, the requirement 10938329doc_e (item 3402296) was not met due to non-compliance with the pump design specification, 10836307doc_c (item 2509876). The app performed as expected, and the issue was related to the pump behaviour. The esf number that corresponds to the reported issue is: 3728273 in cases where a supervisor timeout error occurred, connections were considered to be lost. However, after disconnection, the app attempted to reconnect automatically. Any loss of bonding was regarded as a loss of association with the pump, resulting in no further attempts to reconnect. The most likely cause of the disconnect was related to the supervisor timeout error, which could be caused by various factors, including the android device's bluetooth stack implementation features, pump software, radio interference, or an increase in distance between the android device and the pump. To assist with the resolution of the issue, we provided the helpline team with the following to ensure that it is addressed effectively, as follows: the customer is advised to either update their huawei device's emui version to the latest release or await the release of the new pump firmware. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.